Manufacturer narrative:
Reference sr (B)(4). Resubmitting the MDR, the MDR was submitted to the FDA on november 16, 2018 but the transfer failed. In compliance with 21cfr part 820.198- quality system regulations and natus quality management system, we initiated the investigation of the reported failure. Upon investigation, it was determined that this was an isolated component failure. The enclosure material is highly flame resistant. No risk to patient or user. Replacement device was sent to customer for resolution.

Event description:
Emu40 breakout box overheated.